Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the device oxygen blending module motherboard was defective and the active exhalation control module did not make the valve transition. The trilogy o2 and 202 board kit and trilogy active exhalation control module need to be replaced to resolve the issue. Additionally, the oxygen blending module gasket kit was worn out and leaked. The oxygen blender gasket kit needs to be replaced.